Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms of abdominal pain. Treatment information was unknown. The patient¿s catheter was removed and dianeal and extraneal therapies were discontinued. On an unreported date, the patient began hemodialysis therapy. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).